Event description:
The customer reported ups assembly connected to the au480 chemistry analyzer caught fire. There was no report of an injury or harm to patients, users or other persons attributable to the device in this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. The fse inspected the instrument and found ups assembly power outlet connection port had melted. The fse determined the fire was initiated due to faulty ups assembly unit. The fse replaced the ups assembly to resolve the issue. The system returned to normal operation after part replacement. Section a2, a4, and a5: information not applicable as no patient involvement. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the ups connected to the au480 chemistry analyzer. The fse inspected the ups and found ups assembly power outlet plug had melted. The fse determined that the ups had malfunctioned and was unusable. There was no other damaged to the analyzer or other areas. The fse replaced the ups to resolve the issue. Beckman coulter is working with the third-party supplier to understand the root cause of the issue. With the follow up information received from the fse this event is no longer reportable. Refer to attachment for response provided to FDA inquiry.

Event description:
On 13 october 2024, a beckman coulter field service engineer (fse) reported the uninterruptible power supply (ups) caught fire. This ups was connected to the au480 clinical chemistry analyzer. Upon follow-up with the fse on 13 november 2024, it was confirmed that there were no visible flames, and the customer only experienced a burning smell. A fire extinguisher was not used, and the fire department was not called due to this event. There was no exposure or injury to the operator.